Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported the kissing balloon technique was being used for the procedure. The clearance between the balloon catheters and the guiding catheter becomes reduced when the kissing balloon technique is used. In this case, it is likely that the reported resistance during retraction was due to the reduced clearance in the guiding catheter from the balloon dilatation catheter (bdc) and the stent delivery system (sds). The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending artery with heavy calcification, moderate tortuosity, and 90% stenosis. A non-abbott stent was deployed to treat the target lesion. Then a 2.0 x 20 mm mini trek balloon dilatation catheter (bdc) was successfully advanced through an unspecified stent delivery system (sds), using a kissing balloon technique (kbt). However, when the trek bdc was attempted to be removed, resistance met with the sds. The bdc was then carefully removed, ending the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.